Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the device was performed. An attempted interrogation revealed that the device had no telemetry. Visual observation noted the device case was dented resulting in damage to a mixed mode integrated circuit (mmic). The denting to the device case was felt to be induced during the explant procedure. Analysis concluded that the damage to the mmic resulted in the no telemetry condition.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.